Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The customer stated before the event, the quality control (qc) was in range. The customer then noticed later that night, qc was out of range. The customer then only ran level 3 qc and was found to be low. The customer recalibrated their progesterone and their qc was back in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse found that the aspirate probe 1 tubing was pinched. This caused the aspirate probe to not function properly or to dispense fluid. The cause of the discordant, falsely depressed progesterone results was from a pinched aspirate probe 1 tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed progesterone (prge) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were reported out to the physician(s), who did not question the results. The same samples were repeated on the same advia centaur xp instrument. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed progesterone results.